Manufacturer narrative:
Correction: d4- should be blank. A serial number was not provided for the reported device.

Event description:
It was reported that the patient's lead was explanted due to infection. There were no patient consequences.

Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5151510.